Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing impedance and there was no capture in any pacing configuration. The lv lead was programmed off and remains in-situ. No patient complications have been reported as a result of this event.